Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The paitent reported inaccurate readings from their teladoc blood pressure monitor. The teladoc monitor readings were approximately 20 points higher when compared to readings obtained using the doctor's manual pump monitor. The measurements were taken 1-3 minutes apart. No medical treatment was reported in connection with the device malfunction.